Manufacturer narrative:
Manufacture and expiration dates unavailable with information provided. This device is not commercially available in the united states; however, it is classified same or similar to a smiths medical product marketed in the united states.

Event description:
Information was received that a smiths medical ventilator's plastic appears stringy and is damaged.

Manufacturer narrative:
Evaluation results: two pneupac ventilators were returned for investigation. The investigator was unable to confirm the lot numbers because the dual limb circuits were not returned in their original packaging. The product problem reported by the customer was confirmed because both circuits were found to be damaged. The actual investigation was performed by the supplier.